Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the mesh was uneven on the zimmer meshgraft ii. Additional clinical follow up indicated that the mesh was not completely perforated on one side of the graft so the surgeon used the scalpel blade to perforate the non-meshed area. The graft was then placed for planned wound coverage and no additional harvest was required. It was also reported only minimal time increase for surgeon to perforate graft manually.